Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 491mg/dl at the time of incident. Customer stated insulin pump alarmed insulin flow block alarm and insulin was exited. Customer states the cannula was not bent. Customer stated they run 5u fill cannula test and test result was insulin exited then alarmed. The device will not be returned for analysis.